Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown. A review of all batch record documents was performed on potentially associated lot numbers h13b23011 and h13b24027 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The start date of the peritonitis was unknown. The culture results were unknown. The cause of the peritonitis was unknown. The patient was hospitalized. The outcome of this event was unknown.